Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on 23-jun-20. Visual analysis of the photographs identified the device seems to have biological tissue, the color cannot be observed because the photograph is in black and white. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side capsular contracture, baker grade IV. Device remains implanted.